Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated that the piece of the pump broke off. Customer stated that she does know how the damaged occurred. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.